Event description:
It was reported patient experienced ipg pocket pain and one of the leads was exhibiting high impedances and unable to be placed in MRI mode. As such, surgical intervention was undertaken wherein both the leads and ipg were explanted and replaced with a paddle lead and ipg. Therapy was restored following the procedure.

Manufacturer narrative:
B3-date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI:(B)(4), serial:(B)(6), batch: 4178237. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.